Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was severe spasticity, intractable spasticity, and multiple sclerosis. It was reported that the patient had an MRI (magnetic resonance imaging) yesterday ((B)(6) 2018) and the nurse interrogated the pump and it showed a motor stall but no recovery. A motor stall was seen at initial interrogation. The patient recently had an MRI and it was not due to a suspected problem with the device or therapy. It had been more than 2 hours since the patient exited the MRI field. Telemetry state was reviewed. It was reported that the interrogations resulted in a recovery as troubleshooting resolved the reported event. There were no symptoms reported. There were no further complications reported/anticipated.